Event description:
Caller reported an alarm 2 followed by alarm 26 with an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on several troubleshooting steps; however, the cause of the occlusion could not be determined as the customer declined to continue troubleshooting. The customer proceeded to change supplies as necessary and resumed insulin therapy.